Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient experienced driveline power fault alarms starting on (B)(6) 2024 at 1824. They also had low voltage advisory on (B)(6) 2024 and several pulsatility index (pi) events with no significant speed drops since 12sep24. X-rays were performed. In log files, driveline power faults were noted starting on (B)(6) 2024 at 18:18 and continued for the remainder of the log. The images were viewed and no obvious damages were seen. The controller and modular cable were exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline power fault alarm; however, a specific cause for the alarm could not conclusively be determined through this evaluation. The controller event log file contained events from 12sep2024 through 23sep2024. A driveline power fault alarm, associated with power a line faults (pwr_a_broken), became active on 23sep2024 at 18:17:02 and persisted through the remainder of the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. Review of the submitted log files revealed persistent dclink_I faults associated with locked lvad monitor current values at 440 ma. Based on previous complaint history, this finding appeared to be indicative of an issue with the internal current monitor circuit board on the pump; however, a specific root cause for this current monitoring issue could not be conclusively determined. This finding did not affect pump function. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.